Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed pacing impedances of greater than 2500 ohms. It was suspected that the lead had fractured. It was also noted that there were atrial tachy response (atr) episodes with noise in device storage. The lead is likely to be revised during a future device change out procedure. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The previously reported clinical observations could not be confirmed. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Subsequently the device was returned for analysis.

Event description:
Subsequent information indicates that the patient underwent a revision procedure where the lead and device were explanted and replaced. The lead is expected to be returned for analysis; the device is not. There were no additional adverse patient effects reported.